Event description:
It was reported that the patient presented to the hospital with her heart rate in the 40s. The pulse generator exhibited backup vvi operation, no telemetry, high thresholds and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.